Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 3,000.0 mcg/ml of fentanyl at 150.0 mcg/day and 40.0 mg/ml of marcaine at 2.0 mg/day via simple continuous infusion mode. The patient activated (pa) dose information indicated a daily pa dose of 2.997 mg/day for marcaine and 224.8 mcg/day for fentanyl had been programmed. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.: eval code-conclusion 92 is no longer applicable. . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The pump was returned to the manufacturer for analysis due to the previously reported motor stall without a recovery. The date of the event was provided as (B)(6) 2017. It was reported the device had been used with/in the patient for treatment, and there was no patient death. It was also indicated there was no patient injury, and the patient recovered without sequela following replacement of the device. The reason for device removal was provided as "battery is depleted." No rotor or dye studies had been performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via the representative reported the pump was interrogated with no motor stall resolution. The pump was replaced on (B)(6) 2017. The patient¿s weight was unknown. Follow-up would resume once the patient returned to their follow-up physician in (B)(6) as the pump was replaced in boston. No further patient complications were reported.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving fentanyl, 3000 mcg/ml concentration at 900 mcg/day dose and marcaine (bupivacaine), 40 mg/ml concentration at 12 mg/day dose via intrathecal drug delivery pump for spinal chronic low back pain. It was reported that motor stall was seen at initial interrogation. The patient did not recently have an magnetic resonance imaging (MRI). The rep stated that the patient had a stress test and one of the leads was closer to the pump at the time of the test. Patient tried receiving a (pa) bolus and confirmed (B)(4)/motor stall from the patient programmer after the test. The rep did not know if the patient heard the audible pump alarm. The rep stated that patient was going to see the healthcare professional (hcp) for the stress tests results. It was stated that patient was "screaming in pain". No further complications were reported.